Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -8.5/1.0/084 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause reported as user error; device did not fail to perform as intended.

Manufacturer narrative:
H6 - medical device problem code: 1494 (off-label use: acd<3.0mm) should be added to the initial MDR. Claim # (B)(4).